Manufacturer narrative:
Covidien/medtronic reference number (B)(4). The customer returned seven boxes of unused customized cuffless single cannula tracheostomy tube part number m8sct for evaluation. The reported issue could not be confirmed in all samples.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that observing a seam in the curved portion of the tracheostomy tube that has a lip/edge that is rubbing against the patient trachea. He said that there is pain and discomfort, but that there was no bleeding or ruptures of the trachea. The customer did not report any required intervention such as recannulation of the patient with another tube.